Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the infection issue was not confirmed. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament. The pump was functionally tested and failed the 8lb. Activation test (2) and failed the valve deactive state test. Product analysis was unable to confirm the reported event. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a clear probable cause for the event was not established; however, the investigation conclusion code of known inherent risk of device was chosen, as infection is included in the product labeling and hazard analysis.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to an infection in the scrotum. The infection started a month ago and was diagnosed a week prior to the removal surgery. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. The event resolved. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to an infection in the scrotum. The infection started a month ago and was diagnosed a week prior to the removal surgery. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. The event resolved. There were no patient complications reported.